Event description:
It was reported that the patient's pulse generator had incorrectly displayed at/af percentage in the remote monitoring data. No intervention was performed. The patient was in stable condition.